Event description:
It was reported that during an unspecified surgical procedure, it was observed the irrigation pump on the console device would not extend. It was further reported that the release push button was missing on the device. There were no delays to the surgical procedure as a spare device was available for use. There as patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the button for the irrigation pump was damaged (scratched and dented). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.